Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
Occupation: administrator/ supervisor, manager. Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated gas loss and check iab catheter alarms. Troubleshooting revealed that there was no evidence of blood in the iab. The customer had changed the console prior to calling, with no change in the alarms. The iab pressure waveform was rounded, and the physician had arrived to assess the chest x-ray. It was reported that the tip of the iab was in ¿an appropriate position¿ although approximately 2 cm lower than the previous film. No external kinking was found, but pumping was able to resume without alarms when the physician pulled back tension on the catheter. The nurse stated that they had found this post-op patient restless and had pulled his knees up to his chest when the alarm began. The customer planned to reposition, remove, and/or possibly replace the iab if needed. There was no patient harm or adverse event reported.